Manufacturer narrative:
(B)(6)

Event description:
It was reported that the q fix all suture anchor did not deploy fully. The q fix anchor was pulled out of the hole. The surgeon attempted another q fix into the same hole, it also pulled out. No patient injury was reported. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. The visual inspection shows a returned device which was received deployed. The shaft is slightly bent on several places. No sutures were returned with the instrument. The dial is fixed and could not be turned. No drill/drill guide, no sutures and no implant or other parts have been returned. Functional evaluation could not be performed. The device is a single used device and could not be functional tested. The complaint was not verified. From the information provided, the anchor did not deploy fully. The q fix anchor was pulled out of the hole. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure.